Event description:
Clinical subject (B)(6) experienced pain after scp.

Manufacturer narrative:
Patient under the index scp procedure on (B)(6) 2018 on their left foot. Debridement and a synovectomy were performed concomitantly. On (B)(6) 2018, the patient went to the emergency room and intravenous pain medication was delivered. The patient was discharged on (B)(6) 2018. The clinical project lead was notified of the event on 21 june 2019. The investigator from the hospital site evaluated the event as moderate in intensity, definitely related to the procedure and possibly related to the implant with the comment that this was expected post-op pain in a patient with low pain tolerance. This complaint is being closed on the basis of normal pain associated with surgical procedure. Patient is retained in study and continues to be monitored for adverse events. The device was not returned for investigation as it remains implanted. The DHR for the lot in question was reviewed, and no anomalies related to the complaint condition were noted.

Manufacturer narrative:
Patient under the index scp procedure on (B)(6) 2018 on their left foot. Debridement and a synovectomy were performed concomitantly. On (B)(6) 2018, the patient went to the emergency room and intravenous pain medication was delivered. The patient was discharged on (B)(6) 2018. The clinical project lead was notified of the event on (B)(6) 2019. The investigator from the hospital site evaluated the event as moderate in intensity, definitely related to the procedure and possibly related to the implant with the comment that this was expected post-op pain in a patient with low pain tolerance. The device was not returned for investigation as it remains implanted. As new information becomes available, a supplemental report will be submitted .

Event description:
Clinical subject (B)(6) experienced increased pain after scp.